Event description:
During a balloon angioplasty of left sfa using a 3x200 evercross balloon, and 3.5 x 4 nanocross balloon, the nanocross balloon tip ruptured causing it to be retained in the patient's right iliac.